Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that the customer was hospitalized due to hyperglycemia and diabetic ketoacidosis on (B)(6) 2020. The customer¿s blood glucose level was 500 mg/dl at time of incident. The customer was assisted with troubleshooting. The customer was treated with insulin drip and insulin pump. The customer stated that the symptoms related to high blood glucose such as nausea, vomiting, abdominal pain, difficulty in breathing and positive results in ketones. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The device will not be returned for analysis.